Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer stated that during transducer calibrations the zero-exhalation press failed but both the turbine press and exhalation flow all passed, but the issue was not resolved. The customer requested for an foc replacement and the warranty request was processed. An order for a part replacement has been placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator had a low priority transducer fault and was unable to ventilate. The customer confirmed that there was no patient involvement associated with the reported event.